Event description:
It was reported that pump touchscreen was cracked and the "glass on screen is shaking around and pt can see motherboard of the pump". There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support, so no troubleshooting was completed and no additional information was obtained regarding outcome of event.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.